Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that one of the patient's ins was at end of service (eos), patient went to the emergency room (ER) due to sudden loss of therapy and exhibited drooling. The other ins was off on (B)(6) 2018 and used only 6% of the time per tablet up to (B)(6), voltage 2.94v. The ins was checked to verify ins voltage level and does not need to be replaced. The rep noted per the care taker, that the patient does not have access to controller and inquired why the ins was off. From asking multiple questions to caretaker, the patient was seen by someone in managing health care professional (hcp)'s office which would explain why the tablet does not indicate more history. The rep was satisfied knowing the ins was recently checked. The rep was going to speak with the patient/caretaker to check the ins battery level so eos does not appear unexpectedly. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating that the cause of the ins being off was unknown. The issue was resolved at the time of the appointment and all is well.